Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The first instrument was received partially applied with one remaining clip. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The jaw and handle moved smoothly through the firing cycle and returned to the open position and the clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. The three remaining instruments were received fully applied. Visual inspections of the instruments revealed no abnormalities. Functionally, the empty cartridges preclude firing evaluations; however, the interlocks were engaged and properly prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a femoral popliteal bypass procedure, while harvesting vein for bypass, the clip applier was not disengaging and the clips were not loading into the jaws. There were no clips malformed. There was no component disengaged into the cavity of the patient. There was no extended patient hospitalization. There was no tissue damage. There was no blood loss. Four clip appliers were used to resolve the issue. There was no patient injury.